Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: #product ID# 694958 a proximal portion was received measuring 46.5 cm. A distal portion was received measuring 46.5 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: product ID 7288, implanted: (B)(6) 2006. (B)(4).